Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was manufactured in 2018 and exhibits signs of moderate wear/usage. The functional evaluation determined that the knob is dislocated from its functional position, rendering the device inoperable. The dimensional analysis of the features related to the failure returned no out of specification dimensions, so the failure does not appear to be manufacturing related. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the impactor broke at the weld and will not tighten. All pieces were recovered, no patient affectation, no delay in case, smith & nephew backup was available.